Manufacturer narrative:
Future date of explantation: (B)(6) 2022 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with two 275cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with spontaneous left breast implant deflation. As a result, the patient has been scheduled for implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On march 21, 2022, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the patient's implants were replaced with the following devices: (left) 275cc mentor smooth round moderate plus profile saline catalog: 3502275 lot: 9676981 sn: (B)(6) and (right) 275cc mentor smooth round moderate plus profile saline catalog: 3502275 lot: 9676981 sn: (B)(6). On april 1, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing, and a microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 275cc breast implant had a crease/fold extended from the anterior to the posterior view. In addition, a tear (a) was found extended from the anterior to the posterior view, measuring approximately 4.0 cm leak testing was performed, according to the mentor procedure, and it identified a tear (b) within the crease/fold on the posterior view, measuring approximately 0.1 cm. Microscopic examination was performed on the edges of rupture a, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the ruptured (a) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the cause of the rupture (b) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (5842316). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.